Event description:
We received an allegation of questionable inr results for one patient tested with the coaguchek xs meter with (B)(4) compared to an unknown laboratory method. The laboratory result at an unknown time was 4.25 inr. The meter result at 12:56 pm was 5.6 inr. The comparison was performed in less than four hours. The therapeutic range is 2.0 to 3.0 inr and she is tested weekly.

Manufacturer narrative:
The test strips have all been used and no product is expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods." Initial reporter occupation: occupation is patient/consumer.